Event description:
Olympus was informed that during reprocessing (before the procedure), the customer found the high-definition camera head an image problem and ¿has hole in the cord and blurred image¿. The scheduled laparoscopic cholecystectomy was completed using another similar device. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide a correction to the event description and the the results of the device evaluation. The repair inspection confirmed the customer¿s reported issue. The cable insulation is damaged, has a hole. The inspection also noted the connector is cracked.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h4. Based on the results of the investigation, it was determined that the image problem occurred due to the communication failure caused by the cable failure. The cause of the cable failure could not be estimated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. However, the device inspection and the investigation are in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed that during reprocessing, the customer found the high-definition camera head an image problem and ¿has hole in the cord¿. No death, injury or harm was reported to olympus.